Manufacturer narrative:
Per 803.52(f)(11)(iii),the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that their "rubbermaid shredder (paper shredder) bin key opens the alaris pca module." There was no information on patient involvement.